Event description:
It was initially reported that the physician's handheld was not holding a charge. The handheld was left plugged in overnight but still would not hold a charge. Good faith attempts for product return have been unsuccessful to date.

Event description:
Additional information was receive that the handheld and flashcard were returned to the manufacturer for evaluation. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.